Manufacturer narrative:
As of the date of this report, no other information has been provided and the product is not being returned. We are in the process of gathering more information about the event and will file a follow-up report at some future point when more information is received.

Event description:
A lawyer and patient contacted depuy mitek stating that during a shoulder procedure in 2000, "a thermal probe device" overheated the saline causing it to burn in the joint cavity and damage the shoulder cartilage. No other information was provided.